Event description:
A customer reported that the pump battery would not charge, and attempts using different wall outlets, adapters, and cables did not resolve the issue. The impact on the customer¿s blood glucose level could not be confirmed, as the pump screen was dark and wouldn¿t turn on. Technical support decided to replace the pump as it had a storage issue and could not be started for use.